Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead revealed loss of sensing and high capture thresholds. The ra lead was explanted and replaced. The patient was in stable condition throughout.